Event description:
Description: I've reported the destruction of the UDI information for these stickers to medwatch before, and that there was a broken drill bit not documented as adverse event when these anchors were implanted. There was also a joint infection that wasn't reported as an adverse event either. The initial infection was noted as mssa(methicillin-susceptible staphylococcus aureus) but 7 months later a c acnes infection was diagnosed. These anchors have been erroneously documented in handwritten post op documentation as having been removed but a recent MRI shows they are still in place and the electronic op report shows has not been amended to show they have been removed. I'm writing now because I had a spoof email sent to me 4 days ago (the day after I confronted the health organization about the missing anchor information). I had a spoof email claiming to be from arthrex product support saying my complaint about the adverse events not reported, etc, had been deemed by arthrex product support as not a device issue and that I should work with my doctor to address my arthritis pain. It implied the investigations into these anchor anomalies was being closed. I checked the header from the email and it was clearly not sent from a true arthrex site. I believe it was spoofed by the hospital's legal team. I have reported this to the fbi. Referenced reports: mw5183882-1, mw5184098, mw5184099, mw5184100.